Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device migration is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated from the space of retzius to the top of the pubic bone as the patient engaged in physical activity too soon after the implant procedure. A revision surgery was performed to remove and replace the component. There were no patient complications reported.